Manufacturer narrative:
Concomitant medical products: 305c225 tissue valve, implanted: (B)(6) 2013, 620rg27 heart ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead experienced intermittent atrial undersensing on recorded episodes. Lead remains in use. No patient complications have been reported as a result of this event.